Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving morphine (concentration 5 mg/ml, dose 0.7 mg/day) via an implantable pump for spinal pain and other chronic/intract pain (trunk/limbs). The event date was unknown. The 40cc pump was explanted on (B)(6) 2016 and replaced with a 20cc pump because the 40cc was flipping in patients abdomen the explanted pump was discarded. There were no symptoms mentioned. At the time of this report, patient status was alive - no injury, the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient's pocket was revised. They sutured down the pump so it was flat and wouldn't flip. No further complications were reported.